Manufacturer narrative:
Philips inspected the system on site and it was confirmed that the system was working according to specifications. No malfunction of the system was identified via inspection and testing of the system. Philips analyzed the log files of the system and calculated that the patient received a radiation dose of 5.2 gy. As also specified in the instructions for use (4522 203 29802, chapter 2.1) deterministic effects or tissue reactions may occur when the radiation dose has exceeded a certain threshold level. The threshold dose is typically 2 gy for transient skin erythema (redness of the skin) and 3 gy for temporary hair loss. Analysis of the log files did not identify any errors or issues with the system. Based on the investigation results, philips has concluded that there was no malfunction of the system. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed, a follow-up will sent to the FDA.

Event description:
It was reported to philips after a neuro procedure the patient experienced hair loss. Philips has started an investigation of this complaint.